Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a plate and screws. The patient fell and broke their left hip on (B)(6) 2013 resulting in the patient having a plate and screws implanted on (B)(6) 2013. It was discovered sometime thereafter that the bone failed and the screws backed out of the bone. On (B)(6) 2013, the plate and screws were removed and the patient underwent a total hip replacement. The surgery was successful and the patient outcome was good. This report is for an unknown quantity of unknown screws. This is report 1 of 1 for com-(B)(4).